Manufacturer narrative:
A ge service representative performed an onsite investigation and worked on the x-ray tube. The x-ray tube was scheduled to be replaced the following week. No further repair information is available.

Event description:
The customer reported that the system's collimator iris closed when the system was booted up, and then the system displayed an error message during a procedure. No patient injury was reported.